Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6326897. The customer returned a photo of (2) 1/2cc syringes. Customer states that the scale is incorrect. The attached photo was examined and exhibited several ink smudges on the surface of the barrel. As per manufacturing, a review of the device history record was completed for batch# 6326897. All inspections and challenges were performed per the applicable operations qc specifications. There were twelve (12) notifications [(B)(4)] that were related to print defects. There were also four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customers indicated failure. CAPA (B)(4) was initiated to address such issues at this time. Based on the above, no additional investigation is required at this time.

Manufacturer narrative:
A review of the device history record revealed no irregularities during the manufacture of the reported lot #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that the scale on the bd micro-fine" + 0.5 ml was incorrect. There was no report of injury or medical intervention.